Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline faults. The log captured multiple intermittent driveline fault alarms between (B)(6) 2022 and (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of the patient¿s driveline from (B)(6) confirmed a complete fracture of the conductor of the brown wire which would have contributed to the driveline fault alarms captured in the submitted log files. Additionally, the report of superficial damage to the silicone jacket of the patient¿s driveline was confirmed through evaluation of the returned portion of driveline as well as the patient¿s submitted images. The submitted log files contained data from (B)(6) 2022 to (B)(6) 2022 and from (B)(6) 2022 to (B)(6) 2022. The pump operated above the low speed limit for the duration of the log file. The log files recorded an intermittent driveline fault alarm consistent with phase 2, which is redundantly supported by the black and brown wires. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue. The patient underwent an external driveline replacement on (B)(6) 2023. The returned portion of driveline measured approximately 21 inches. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. A clamshell repair was present, which was previously installed under (B)(4). The driveline was covered in rescue tape along the entire portion of driveline. Upon removal of the rescue tape, the silicone jacket was noted to be damaged throughout the entire returned portion of driveline. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had breakdown from approximately 3 inches to 5 inches, 6.5 inches, and 17 inches to 18 inches from the controller connector. The layers were carefully removed, and microscopic examination of the underlying wires revealed a complete fracture in the conductor of the brown wire approximately 10.5 inches from the controller connector. The conductor was exposed in the same location. The conductor breakdown on the brown wire appeared to be due to repetitive flexing in this location. The remaining wires on all segments of returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The observed damage to the conductor of the brown wire is consistent with the hex values from phase 2 of the submitted log file and would have contributed to the reported driveline fault alarms. The patient reportedly did not experience any further driveline fault alarms following the driveline repair. The patient remains ongoing on ventricular assist device (vad) support, with the replaced portion of driveline, with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the driveline faults were associated with one of the wires within the driveline and motor function had not been affected by the events. Images of the external portion of the driveline was also submitted that showed a damage to the external portion of the driveline with one of the wires broken or partially broken. The area of compromise might be on the external portion of the driveline, in which case, an external driveline revision might resolve the problem. Clamshell repair performed, and ungrounded cable was sent.